Event description:
It was reported via postmarket registry that the patient underwent catheter replacement surgery due to dislodgement two months post implant. The patient was experiencing pain. The pump contained morphine sulfate 50 mg/ml programmed to deliver 2.5 mg/day. The catheter dislodgement was observed on xray. The patient recovered without sequela.